Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller usually charged everyday to 100% and the ins was usually around 75%. The patient stated they pressed the green and black buttons and it took a while and then connected, but then the screen was completely blank. The caller stated even when plugged into the wall the screen was blank, but the green light came on the desktop charger. The caller pressed the green button while the recharger was plugged in and nothing happened. The screen remained blank. The caller stated the pin didn¿t stay in the recharger very well. The pin didn¿t look damaged, but it was a little lose and they never knew if it connected or not. It was asked if the ins was on, but the patient didn¿t have or know what the programmer was so the ins status couldn¿t be verified. An email was sent to repair and the patient would be receiving a replacement desktop charger, but the patient said they didn¿t¿ have the energy or ware withal to send the broken desktop charger back. After following up with the patient it was said that the new connector pin didn¿t stay in their recharger. Repair was notified and the patient would be receiving a replacement recharger in the mail. There were no further complications reported.